Manufacturer narrative:
(B)(4). Batch # 761a39. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with two reloads present. The reloads were received partially fired 1/3. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished plee60a with lot number x94v78, and no non-conformances were identified. Manufacturing date: 04/25/2022. Expiration date: 03/31/2025.

Event description:
It was reported that during one procedure the device has clamped / cut only up to half of the magazine at a time - with several magazines. No patient harm reported.